Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suture cut needle driver's instrument cable snapped inside the patient while physician was tying the suture. No fragment fell inside the patient. The procedure was completed with no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a frayed grip cable at the distal idler pulley. The frayed cable strands stuck out at the wrist. The complaint was confirmed by failure analysis.